Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had diminished sensing after the lead was implanted. The lead was checked again later and sensing had improved. The physician reprogrammed the lead to integrated bipolar leaving the lead in use. No patient complications have been reported as a result of this event.